Event description:
It was reported that when the patient came in for routine follow-up, there was no capture, low impedance, lead warnings and polarity switches on both leads, with possible component failure noted. It was noted that the patient was in a car accident a few months earlier but the patient had no injuries from that. The patient had also had a shoulder x-ray and bone scan in the past. The leads tested out fine, so the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product/(s): 457445 lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.